Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several alert transmissions showed out of range hv lead impedance measurements from the rv to svc and the svc to can vectors. Lead damage was suspected. The lead was reprogrammed rv to can with svc turned off.